Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous mid left anterior descending artery (lad). A 28 x 2.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and stent deformation was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged to the 5 most distal stent strut rows. The undamaged proximal section of the crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and signs of damage were noted on the distal edges of the tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. This type of damages is consistent with excessive force being applied to the delivery system during advancing attempts to cross a lesion. A visual and tactile examination of the device found no issues with the shaft polymer extrusion. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous mid left anterior descending artery (lad). A 28 x 2.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and stent deformation was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.